Event description:
3 hrs 15 min. Into the routine hemodialysis procedure, pt requested to end treatment early due to "anxiety and tightness in the jaw." Upon exam, pt had facial periorbital edema and crackles in the lungs. Weight was obtained and found that pt had gained 8.6 kgs since the beginning of dialysis. Pt sent to emergency room via ems per physician's order. Dialysis machine removed from use. Routine machine safety checks completed by chief technician. No problems found. MFR inspection showed valves 33, 35 and 36 were leaking/ not closing.